Event description:
It was reported that noise was seen on this right atrial (ra) lead. Undersensing and oversensing of far-field signals on the atrial channel was also noted. The device and this ra lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).